Manufacturer narrative:
(B)(4); device return and evaluation is not required as it will add no value to the investigation as the cause is known.

Event description:
It was reported that patient has an infection and they washed out and removed the generator. The generator was confirmed hp sterilized prior to distribution. Return of generator is not necessary as it will add no value to the investigation. No additional relevant information has been received to date.